Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to a broken neck. Items not revised during this surgery: biolox tete alumine, pha0-4406, lot 1409108. Procotyl cotyle l, pha0-6258, lot 1439190. Profemur insert, pha0-4606, lot 1430170.